Manufacturer narrative:
Procedure date: the procedure date was sometime last week, but they don't know the exact date. (Reported on (B)(6) 2015) device evaluated by manufacturer: visual and tactile analysis noticed 2 separations on the catheter shaft. One at 37cm from the strain relief, and the another at 55cm from the strain relief. The manufacturing record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the catheter broke. The target lesion was located in the right coronary artery (rca). The physician was able to make one pass with a fetch®2 catheter, angiography was performed and blood clots were still present in the vessel. The fetch2 was advanced onto the guidewire again but the delivery system broke in three pieces. The procedure was completed with a non bsc device, balloon angioplasty and stented. No patient complications were reported and the patient status was fine.